Manufacturer narrative:
Results of investigation: vyaire medical's factory service team (fs) was able to duplicate the reported issue. The issue was resolved by replacing the main board printed circuit board assembly (pcba) and recommend a 2yr. Preventative maintenance.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen is not working right and not able to enter any settings. The reporter confirmed that there is no patient involvement associated on this event.